Event description:
It was reported that a user experienced hypoglycemia while using the ilet system with a dexcom g7 after announcing lunch as usual but consuming a smaller-than-usual meal, which led to more insulin than needed and a low glucose reading of 68; the user treated with oral glucose and received education on meal announcements and portion estimation, with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to the user interface and meal-size announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.